Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specs with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Pt status post lcp plate and screw with cancellous bone graft implanted on (B)(6) 2012. A post op exam and x-rays showed the plate and screws pulled out. Surgeon reported pt was non-compliant and was returned to the operating room on (B)(6) 2012 for an orif of the clavicle. Surgeon removed all hardware and revised the pt with a new plate and longer screws to achieve better fixation. This is 1 of 9 reports for this event.